Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The occluded target lesion was located in the severely calcified below-knee artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation for 3 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.